Manufacturer narrative:
Section d4 - expiration date updated from blank to 3/8/2024; section h4 - device mfg date updated from blank to 5/17/2023 the complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, in-house testing of a retained reagent kit. Return testing was not completed as returns were not available. The ticket search by lot identified higher complaint activity; however, no trends were identified. Device history record review did not show any non-conformances, or deviations associated with the complaint lot or complaint issue. In-house accuracy testing was completed using panels which mimic patient samples using an in-house retained kit stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I total ¿-hcg reagent lot 51194ud00 was identified.

Event description:
The customer observed a falsely positive alinity I total ¿-hcg result for a patient sample. The following data was provided: sample ID (B)(6)initial result = 30.26. Same patient new sample obtained and result = <1.0. The original sample was repeated generating a result = <1.0 no impact to patient management was reported.

Event description:
The customer observed a falsely positive alinity I total-hcg result for a patient sample. The following data was provided: sample ID (B)(6) initial result = 30.26. Same patient new sample obtained and result = <1.0. The original sample was repeated generating a result = <1.0 no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.  This report is being filed on an international product, list number 7p51-20 has a similar product distributed in the us, list number 7p51-21/-31.